Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent complete interstim removal on (B)(6) 2014 due to malfunctioning interstim device. It was reported that the patient underwent incision for implantation of sacral neuromodulation lead with fluoroscopic guidance, placement of subcutaneous battery for long-term sacral neuromodulation, intraoperative battery programming, and interstim insertion on (B)(6) 2014 due to refractory urinary urgency, frequency and urge incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2013 due to erosion of mesh.